Event description:
It was reported that the xience xpedition stent delivery system was pulled from the hoop without issue. No resistance was felt during removal of the protective sheath and the mandrel; however, during removal, the shaft separated into 2 pieces at the wire exit notch. The device was never flushed. There was no noticeable kink in the shaft. Excess force was not applied. There was no patient involvement and no clinically significant delay. A 2.5x18mm xience xpedition was used successfully in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.